Event description:
During a follow-up visit on 3/28/00 a change in the pacing lead impedance from 670-710 ohms at implant to greater than 2000 ohms was observed. No fracture was found and the physician elected to leave the system in and monitor the pt closely. On 4/5/00, at a follow-up, the pacing lead impedance was reported as na and the battery voltage was below "eol". Device was explanted in 2000.